Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. How was the procedure completed? Intervention initially by celioscopy. Following the defect of the stapler, resumption of the anastomosis (with another stapler) by laparo-conversion after new colonic and rectal section protected by an upstream ileostomy. Due to technical difficulties, drainage by a retro and pre-anastomotic multi-tubulated blade. Were there any consequences for the patient? Placement of a temporary protective ileostomy. On presence of a blind anastomotic fistula, making it impossible to envisage definitive restoration of digestive continuity. Has there been any change in the patient's postoperative care as a result of this incident? The patient is therefore referred to postoperative ssr and management of the ileostomy. Closing of the planned ileostomy if conditions permit (consultation and iconographic control planned). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery?. What surgical procedure was performed?. Did the patient receive any preoperative chemotherapy or radiation?. Were there any issues experienced with the device in the initial surgical procedure?. What healthcare professional fired the device and what is his/her experience with the device?. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?. Was the device difficult to close?. Was the device difficult to fire?. How many counter-clockwise revolutions of the adjusting knob were used to open the device?. Did the healthcare professional receive audible & tactile feedback when firing the device?. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed?. Where there any staples deployed? If yes, please describe the shape and location. Were there staples seen in the surgical field? If yes, please describe the shape. Were there staples protruding from the device once it had been fired?. When was the safety removed?. What is the current status of the patient?. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during its use, the device had cut without performing an anastomosis because there was no staple to join the two stumps. Patient consequences: anastomosis failed between the colon and the rectum. Surgical delay: 1 hour. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 07/07/2022. D4: batch # 540a57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage. In addition, a suture piece was received along with the device. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.